Manufacturer narrative:
Correction: d2a, d2b, h6 medical device problem code.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an automated impella controller (aic) had optical signal loss while supporting impella 5.5 use. Despite the error, the aic functioned until the patient was successfully weaned from the pump.

Manufacturer narrative:
Additional information has been provided in d6a (date of implant) and d6b (date of explant). Corrected information was provided in h3 (device evaluated by manufacturer?). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Investigation summary: data analysis: console logs from the reported day of event are consistent with complaint and show several placement signal not reliable alarms (#1048 due to signal out of range), and controller error alarms (#1045, due to opm comm loss). Ltlog and rtlog data indicated that prior to the first onset of alarm #1048, the placement signal was negative and continuously drifting downwards. The events associated with alarms #1045 were characterized by missing data samples from optical bench, which would present on aic screen as ¿blank placement signal chart¿. Analysis of logs from prior console, (B)(6), associated with pump 583616 showed that the placement signal started drifting downwards before pump was transferred to (B)(6), but trending wasn¿t severe enough to trigger alarm #1048. Device analysis: console (B)(6) was tested at field service and found to be operating within specification. Separate investigation (B)(4) determined that psnr alarms (#1048, signal out of range) were caused by placement signal values drifting down, and device data was consistent with optical sensor drift - unrelated to the console. Occasional alarms #1045 (opm comm loss) were caused by loss of opm data due to optical bench firmware anomaly. Repair: perform functional check of (B)(6) (as per (B)(4)) and test the rlm as per (B)(4) sec.24. Device history lot: n/a. Device history batch: n/a. Device history review: q1) service history review - are there an qns associated with the complaint device¿s most recent service report? No. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a. Q3) complaint history review - have there been any other complaints against this console? Yes - (B)(4), there were no issues related to complaint discovered when reviewing the product history of console (B)(6).